Event description:
This is being filed to report a post-procedural slda with a nt mitraclip. It was reported that on (B)(6) 2022, a patient presented with grade 3-4 mixed mitral regurgitation (mr), a small mitral valve with a diameter of 2.8 mm, and posterior leaflet of 0.8 mm. A single nt mitraclip (10830r146) was implanted, reducing the mr to grade 2. There were no adverse patient effects or clinically significant delay. On (B)(6) 2022, a single leaflet device attachment (slda) was observed. There was no observed tissue damage or intervention performed. The mr was recurrent at grade 3-4. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported incomplete coaptation (slda) could not be determined. The recurrent mr appears to be due to the slda. The reported patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.